Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2019 and mesh was implanted. It was reported the patient experienced an unknown event. The patient had a previous mesh implanted on (B)(6) 2011 which is captured in a separate file. No additional information was provided.